Event description:
Event description guidant received information that this patient was noted to have a pericardial effusion in the right ventricle. Perforation was suspected and coded by the product performance analyst as this was noted soon after the implant procedure. The ventricular lead was explanted, replaced with a passive fixation lead and returned for analysis. During the initial implant procedure the atrial lead was repositioned several times due to high threshold measurements.